Manufacturer narrative:
Lot number from 0028988335 to 0029579175. Expiration date from 02/02/2024 to 05/13/2024. Device manufacture date from 03/04/2022 to 06/13/2022. Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath and coil were separated at 25cm from the burr housing strain relief in accordance with the cutting of the device described in the reported events. Functional testing of the returned burr catheter was not able to be performed due to the damage. Product analysis could not confirm the reported events, as the returned burr catheter was not able to be tested due to the damaged coil and sheath. Clinical circumstances were unable to be replicated. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The burr was cut and the device was removed with pliers. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck in the lesion. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The burr was cut and the device was removed with pliers. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.